Event description:
During an unspecified procedure, the suture needle broke while passing through tissue. The surgeon excised a larger piece of tissue than planned, removed the needle and completed with a new suture.

Manufacturer narrative:
1/23/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.